Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) developed a slow ventricular tachycardia (vt), which was below the lowest therapy zone. Then the device exhibited oversensing and delivered inappropriate shocks. Technical services (ts) discussed programming options. No adverse patient effects were reported. The device remains in service.